Event description:
It was reported that the atrial lead exhibited noise. The noise could not be recreated with isometrics or pocket manipulation. The patient was asymptomatic. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.